Manufacturer narrative:
The pump was received with blank display, problem isolated to interface board. The pump was received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer states the device was bumped when the customer fell off the bed. The customer's blood glucose level was 229mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.